Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed it was due to physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope was sent in for maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: dirt/discoloration was inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation there was dirt/discoloration found inside the light guide lens. Additional findings were as follows: the guidewire fixing force does not meet the standard value, the air/water cylinder, the suction cylinder both have no color, the scope cover plate has peeling, due to wear of angle wire, the play of up/down knob is out of the standard value, there was corrosion around the left-arm, and the universal cord has a scratch. It is most likely that the reported event was due to wear and tear usage of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.